Event description:
Lead product analysis was completed. The high impedance allegation was confirmed in the product analysis, or pa, lab. A lead break was identified in the negative lead coil. Scanning electron microscopy, or sem, images of the coil break show pitting or electro-etching occurred at the break. The fracture mechanism cannot be ascertained due to the metal dissolution and mechanical distortion. The reported kinks in the lead coils were confirmed and were likely caused during the implant or explant, though the time of occurrence could not be determined. The lead was received in three portions. No other discontinuities were identified within the return lead portions. Four set-screw marks were identified on the connector pin, indicating that, at one point, a good mechanical and electrical connection was present. A superficial cut was observed on the anchor tether silicone and the anchor tether silicone helix was damaged, showing partial suture detachment. Damage to the furthest electrode and closest electrode to the bifurcation was noted. Based on the returned lead portions, it was believed that the identified kinks were likely caused during the surgical procedure.

Event description:
It was reported that the patient was being referred for possible lead revision due to high impedance. The patient was implanted a few months prior. It was reported that the patient underwent vns lead replacement surgery. Follow up with the company representative revealed that the patient's mother reported pre-op that there was no history of trauma or seizure activity that might have contributed to the event. It was stated that the patient liked to lay on his back with his head hanging upside down off the bed or couch with his neck extended. The physician ordered and reviewed a chest x-ray the morning of the surgery with the company representative, but an obvious break was not observed in the image. Vns lead pin insertion troubleshooting was performed during the surgery and did not resolve the high impedance. It was noted in the surgery that the leads were well placed on the nerve before removal. The lead wire had a kink in it, though it was unknown if this was caused during the removal or if it existed prior to the surgery. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.